Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) treatment procedure, the stent dislodged from the catheter. While preparing for an emergent pci, while the physician was removing the protective stent sheath outside of the pt's body from a 4.0x20mm liberte bare metal stent, it was noted that the stent completely dislodged from the catheter. It is not known why the stent dislodged. The physician stated that "he never pulled the stent protector forcibly". The procedure was completed with another 4.0x20mm liberte bare metal stent. There were no abnormalities noted in the packaging. No pt complications occurred and the pt's condition was listed as "good".